Event description:
Device evaluation summary: additional information was received by smiths medical and attached on 6 april 2021. This was not in use, while working on a patient.

Manufacturer narrative:
Investigation results completed on a smiths medical syringe infusion pumps/medfusion 3500 pumps complaint cracked. And will not pump was confirmed. The physical aspect revealed, bottom cases where separated in the back. The history log revealed, motor no running error. During flow testing, the complaint was verified. This was isolated to the cracked cases and main board not able to operate. Action was taken to reinstall the top and bottom cases. And installed main board onto extrusion grove. Device passed all functional testing.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 3500 pumps cracked and won't pump. No patient adverse events reported.